Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose (bg) was between 40s-170 mg/dl.. Customer ate a banana and 12 glucose tablets to address the low bg. Customer alleged pump did not deliver insulin as intended. Reportedly the customer reverted to a new insulin pump for insulin therapy.